Event description:
It was reported that an error message displayed during a device interrogation. The programmer was cycle powered, but the same error code displayed on device interrogation. Successful device interrogation was completed using a different programmer. The sales representative ran the service disk and the programmer has since returned to normal function. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)